Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cs100 intra-aortic balloon pump (iabp) unit was making an intense noise, the unit was replaced by another. There was no patient harm reported.

Manufacturer narrative:
It was reported that the cs100 intra-aortic balloon pump (iabp) noise related malfunction. Getinge field service engineer (fse) inspection on the model cs100 balloon as requested. After few minutes in use, it started to make an internal noise out of the normal ,problem identified in the manifold set ,a replacement was made and show more internal noise there was no need to change parts, our technician only informs you that the safety disc has already been changed where the previous one was already discarded by the customer as it is a public customer, we were unable to remove any parts as they dispose of them on site .the problem was fixed without the need to change parts, just with adjustment. There was no patient involvement.

Event description:
N/a.